Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n179652016, implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving prialt (25 mcg/ml at 2 mcg/day) via an implantable pump for non-malignant pain. It was reported that the pump was being replaced due to normal end of life and the healthcare provider (hcp) tried to aspirate the catheter and was unable to get flow so the catheter was replaced. No external factors contributed to the event. The issue was resolved and the explanted catheter was discarded. The patient's weight was (B)(6) pounds at the time of the event. The patient's medical history was unknown and they were without injury at the time of the report.